Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl+ defibrillator indicating that an ECG malfunction occurred during the operational test startup process. There was no patient involvement at the time the reported issue was discovered. Analysis was performed by the customer only. Based on the results of the analysis provided by the customer, it was determined that the cause of the reported problem was due to poor contact of the cardiac conductance cable. The issue was resolved by reinserting the cable. A review of the service history for this device shows that the problem has not been reported again for this device. The device remains at the customer site. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.